Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing prior to surgery, it was discovered that the electric pen drive was ¿not working¿. There was no delay in the specified surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the manufacturing location as well as date of manufacture was obtained. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. It was determined that this was most likely due to the motor assembly. The assignable root cause was determined to be due to normal wear of components over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.